Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the drive support cap was sticking out. The customer¿s blood glucose level was 77 mg/dl at the time of the incident. Customer stated insulin continues to squirt out when priming the tubing. Customer stated the insulin was squirting out the insulin during prime process. Customer was unable to successfully prime the set. Customer was unable to determine reservoir volume due to not being able to rewind completely. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the prime test, excessive no delivery test and occlusion test or verify prime or fill anomalies due to motor error alarm. No unexpected rewind anomalies noted.